Event description:
It was reported that the customer was receiving no delivery alarms a couple of times a day for three weeks. The customer's blood glucose was 185 mg/dl. The customer stated the alarm occured while filling the tubing. The customer stated that it was difficult to push insulin out with the plunger. The customer stated that he had tried all remedies but still received the no delivery alarm. Troubleshooting was done. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.